Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, event history log review, and internal inspection the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor that was found to be activating out of specification. The pump was in good condition, no physical damaged, and labels were undamaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to calibrate the dso sensor.

Event description:
It was reported that there was a overpressure alarm. There was unknown patient involvement.